Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The logs were examined and errors 32101 and 3209 were seen numerous times. The unit was put on system and triggered error 32101. Unit was moved to the patient side cart (psc) fixture test platform (pftp) for further testing. Error logs showed 32099 after unit failed at brake tests. Errors were pointing to suj vertical motor. As a fix, the constant force spring (cfs) will be rebuilt. As a precaution, the axes controller setup (acu) and vertical harness will be replaced as well. The complaint regarding getting repeated recoverable faults was confirmed and replicated by failure analysis, which indicated that the device did contribute to the reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) 3 had 32101 errors, an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) to resolve the reported issue. The unit was returned for the failure analysis, and it is pending investigation. A supplemental MDR will be submitted if any additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a psm/usm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer reported that universal surgical manipulator (usm)3 had recoverable faults. The technical support engineer (tse) examined the system logs and identified 32101 errors. The customer had already attempted to address the problem by power cycling the system and disabling usm3 in order to continue the procedure prior to contacting technical support. The tse suggested performing a hard power cycle, but the surgeon declined to do so during the call. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.